Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. No pump error 130 noted during testing. P-cap was attached and locked into place properly. No alarms/alert/anomalies noted during testing. Pump was successfully downloaded using thump for history and trace files. Pump error 130 occurred on (B)(6) 2024 15:19:10.000 in the history files. Pump was cut open to perform visual inspection and found moisture damage at pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube) and serial number label missing. Pump error 130 was not confirmed and was noted in the history files. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm was generated when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1885l. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885l was requested and the customer response was the device will be returned.